Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-00107 and 3005099803-2017-00108 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two accutrac 200 laser fibers were used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly the laser unit used was a dornier 30 w. According to the complainant, during the procedure and inside the patient, the ball tip of the laser fiber broke off and fell inside the patient. The physician continue the case and the tip turned black (captured by manufacturer report 3005099803-2017-00107). A second accutrac 200 laser fiber was used and the same issue occurred again (captured by manufacturer report 3005099803-2017-00108). The physician did not attempt to retrieved the detached tip and expects that it would pass naturally. The procedure was completed with a third accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.